Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery (cia). A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post-procedure.